Manufacturer narrative:
The reported event, gets hot, was duplicated. Non-stryker modifications were identified during the service evaluation process.

Event description:
It was reported that during a procedure conducted at the user facility, the device was overheating. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the user facility, the device was overheating. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported.